Manufacturer narrative:
(B)(4). Date of initial report : 10/16/2015. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
The customer reported that prior to use, the ligasure device and an unknown type of electrocautery device were plugged into a generator and the ligasure device failed to activate. The generator was restarted in an attempt to activate the device. When the generator was restarted, the ligasure device was reported as having self-activated. There was no patient present and no staff injury occurred.